Event description:
It was reported that while attempting to place the stent into a proximal rca lesion, some resistance was felt upon attempting to cross the lesion. During attempts to remove the delivery system through the guiding catheter, vessel access was lost, (entire system was involuntarily removed from vessel). The guide was repositioned and on the next contrast injection, a dissection was observed. The pt was sent to surgery immediately.